Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) and right ventricular (rv) lead, the patient complained of shortness of breath and not feeling well. Physician indicated the patient with same atrio-ventricular block prior to ipg implant. The device did not appear to be capturing when ventricular pacing and patient bradycardic. The ipg remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.